Event description:
It was reported that during a right ventricular (rv) lead revision, the right atrial (ra) lead dislodged. The leads were bound together by tissue growth. The ra lead was extracted and replaced. The patient was stable before, during, and post-procedure.